Event description:
One of the techs noticed that 2 different pt's data had been "merged" on the lx20 printout and at the datalink. Results were not reported out of the lab. Pt "e" sample was requested to run a chemistry panel at the lx20. The bar-coded tube was placed on the instrument. The instrument report printed the correct sample ID and tests, but the demographics were for pt "h". Customer "recalled" pt "h" on the lx20 and obtained a completed lipid request with a run date and time of 10/2002. Obtained request did not have a sample ID. Customer stated that sample had been manually programmed at the instrument.